Manufacturer narrative:
The company service representative examined the system and replaced the manifold, pcb, and receiver mechanism. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: failure to prime. The surgeon reported the system failed to prime before the case began. The patient was under anesthesia. The surgeon canceled the case. The patient was required to remain at the hospital for an estimated 6 hours, until the anesthesia wore off. The patient was then released to go home. The patient's surgery was completed with another surgeon in another facility. No patient injury was reported.